Event description:
It was reported that shaft break occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, as the time they were going to inflate the device, the shaft broke.

Manufacturer narrative:
Device evaluated by MFR. : fg emerge mr, us 2.00mm x 8mm was returned for analysis. A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks and a break at 95.3cm distal to the distal end of the strain relief. A visual examination of the balloon identified no damages. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the proximal and distal markerbands identified no damage. Bumper tip showed no signs of distal tip damage.

Manufacturer narrative:
D4: lot number updated.

Event description:
It was reported that shaft break occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, as the physician tried to inflate the device, the shaft broke. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, as the physician tried to inflate the device, the shaft broke. There were no patient complications reported.